Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported discrepant aviva system blood glucose results taken within 10 minutes. Caller reported aviva system blood glucose results of 557 mg/dl at 6:42 am and 193 mg/dl at 6:43 am. Same system retest result at 6:53 was 199 mg/dl. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.